Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was received for evaluation. Visual inspection found a ¿motor not running¿ alarm. Functional testing was able to verify and duplicate the reported problem. It was determined that the over ten-year-old worn motor, worm coupling, and worm gear parts were the root cause. The worn motor, worm coupling, and worm gear parts were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a motor error. There was unknown patient involvement.